Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo pen needle caused a needle stick injury. Hospital policy needle stick injury protocol was reported to have been followed, and "user error" was deemed as the contributor to the needle stick injury.

Event description:
It was reported that a bd autoshield duo pen needle caused a needle stick injury. Hospital policy needle stick injury protocol was reported to have been followed, and "user error" was deemed as the contributor to the needle stick injury.

Manufacturer narrative:
No samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
No samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a bd autoshield duo pen needle caused a needle stick injury. Hospital policy needle stick injury protocol was reported to have been followed, and "user error" was deemed as the contributor to the needle stick injury.